Event description:
The customer called to report that she was hospitalized due to gastroparesis and high blood glucose levels, with a reading of 400 mg/dl. The customer also experienced nausea and a sharp pain on the side of her abdomen. Troubleshooting was performed, and the insulin pump had the wrong time and date programmed. Assisted the customer with the correct programming. The basal rates were correct. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.